Manufacturer narrative:
Correction: h6 device code. The reported event was confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the device received shows significant signs of extensive usage evident by the appearance of scratches and gouges. The device has breakage due to application of excessive mechanical force which is concentrated at the centre hole that the inner ring came out of the sizer. Inner ring is not returned for inspection. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of user and wear related issue. The failure was due to improper and rough usage. If any further information is provided the complaint report will be updated.

Event description:
It was reported that there was a breakage during the case and a back up was used.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that there was a breakage during the case and a back up was used.